Manufacturer narrative:
The investigation for the reported limb ischemia and access site bleed has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and access site bleed could not be determined as the device was not returned nor sufficient clinical details. Corrections to the initial MFR report: g1 MDR reporting contact email. H6 impact code added 1802.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The us complainant had a cp pump placed to support a patient with a cardiac history. The team placed the cp, but there were issues at the access site. There was bleeding and limb ischemia bilaterally. The patient was taken to the operating room for surgical repair of the site. Additionally, the team gave 2 units of red blood cells. The pump remained on for support when the team and family making choices. After 46 hours the care was withdrawn and patient expired.